Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was due to the main keypad assembly. Physio replaced the main keypad assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that during a routine inspection on their device, they found that the energy select, charge, analyze and sync buttons were not functioning. There was no patient use associated with the reported event.